Manufacturer narrative:
Touchscreen was verified. Unexpected reset issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.

Event description:
It was reported that an unexpected reset occurred. Additionally, it was reported that the pump touchscreen display was difficult to see. Reportedly, customer continued to use the pump for insulin therapy. There was no reported adverse impact.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.